Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that lec 1840 was displayed on the pump. The event happened during testing and no patient involvement was reported.

Manufacturer narrative:
One device was returned for analysis of complaint that device showed error 1840 indicating motor issue. Log events were reviewed and there were no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. During testing, the motor issue alarm was confirmed. The battery and motor were replaced. All performance verification tests were performed. All tests exceeded specifications. Probable cause was motor issue.